Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of pts receiving burns while using the charger to recharge the ipg. As a part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 has been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.

Event description:
A report was received that a pt was burned by his precision charger. The pt states to have been burned nearly every time he charged, but did not seek medical treatment. The pt described the burns as redness the size of the charger. The burns have since healed and the pt's charger was replaced.